Event description:
It was reported that a patient retained a foreign body after the screwdriver tip broke off in the screw head and was unable to be removed. It is not planned to be reoperated on in the future. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified the distal end of the driver is fractured. The fractured piece was not returned with the rest of the device. The device shows signs of use with some wear and tear on the quick connect feature and distal end. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event was confirmed through product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.